Event description:
It was reported that during a prostate procedure, tip rupture was noted at 40,067j and 5:14 minutes of fiber use. The tip of the fiber was not cleaned during the procedure. The case was completed with another of the same device. The patient's condition following the event was reported as stable.

Manufacturer narrative:
Analysis of the returned device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of the glass cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate char on surface and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.